Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that bubbles in the infusion cannula entered the eye during an eye surgery. Additional information and product sample have been requested for this case. No updates have been received at this time.

Manufacturer narrative:
A device history record review for the reported lot shows that the order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).